Event description:
It was reported that patient experienced inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted lead was discarded by the medical facility.